Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to some form of stress such as damage or deterioration of internal electrical components. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the gastrointestinal videoscope device evaluation, the unit displayed a b30 scope communication error code. There was no patient involvement.